Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-01787. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2008 by dr. (B)(6).

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2008 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2009 and a new implant was placed for pelvic pain and bowel incontinence.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient also underwent removal on (B)(6) 2008. The following outcomes were attributed to the device: pain, recurrence, bleeding, organ perforation, and urinary/bowel problems. No additional information was provided.(B)(4).